Event description:
It was reported that during a device check with this programmer, the touch screen was unresponsive resulting in the need to restart the programmer 3 times. During right ventricular (rv) threshold testing, the physician touched the screen to end the test, however, the screen was again unresponsive, and the test did not immediately end. The patient was reported to be pacemaker dependent, however, the physician noted the patient had a slow escape rhythm at the time. The company representative recommended the physician discontinue use of the programmer and planned to retrieve the programmer for return. No adverse patient effects were reported. The product return is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device revealed external damage consistent with the programmer being dropped. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. No error or fault codes were recorded in the programmer's logfile. The programmer was disassembled, and it was determined that an issue with the screen's touch controller caused the observed touchscreen behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that during a device check with this programmer, the touch screen was unresponsive resulting in the need to restart the programmer 3 times. During right ventricular (rv) threshold testing, the physician touched the screen to end the test, however, the screen was again unresponsive, and the test did not immediately end. The patient was reported to be pacemaker dependent, however, the physician noted the patient had a slow escape rhythm at the time. The company representative recommended the physician discontinue use of the programmer and planned to retrieve the programmer for return. No adverse patient effects were reported. The product return is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a device check with this programmer, the touch screen was unresponsive resulting in the need to restart the programmer 3 times. During right ventricular (rv) threshold testing, the physician touched the screen to end the test, however, the screen was again unresponsive, and the test did not immediately end. The patient was reported to be pacemaker dependent, however, the physician noted the patient had a slow escape rhythm at the time. The company representative recommended the physician discontinue use of the programmer and planned to retrieve the programmer for return. No adverse patient effects were reported. The product return is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.